Event description:
It was reported that it was difficult to drain urine from the drainage tube. Reportedly, the user said the tube might be blocked.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 used drainage bag only with out packaging. No obvious defects were found in the received sample during the visual evaluation. The received sample was functionally tested under the drainage test for customer complaint-catheters/drainage bags by passing water through an in house 16fr. It was observed to have no drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: - drainage time 260cc: in 62 sec. The sample received was within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(9) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. Single use only [warnings] 1. Method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver coated catheter shape, configuration and principles] bard® i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product. <material> balloon catheter: natural rubber latex; silver coating this product is made with bacti-guard® silver alloy coating. <sizes of catheters> available in sizes 8 to 24 every 2fr 1.foley catheter 2.accessories closed drainage bag (the illustration shows one example of typical configurations.) Syringe prefilled with sterile water water soluble lubricant antiseptics: bard® 10% povidone-iodine solution tweezers gauze pads waterproof sheet cotton balls gloves" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to drain urine from the drainage tube. Reportedly, the user said the tube might be blocked.